Event description:
Boston scientific crm reviewed information that this right atrial (ra) lead was surgically abandoned due to pocket erosion.

Manufacturer narrative:
If additional information is received, this report will be updated.